Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 3/15/2022, it was reported by a sales representative via email that twice, the fiberloop suture of ar-2290 proximal tenodesis implant system broke during insertion and pulling the tendon. This was discovered during a procedure on (B)(6) 2022. Additional information received on 3/17/2022: this was discovered during an open proximal bicep repair and was completed using another ar-2290 proximal tenodesis implant system from the same lot number.